Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing depending patient presented to the hospital for after experiencing a fall. The patient complained weakness in the legs, although he denied dizziness. It was noted that the patient was bradycardic, and the right ventricular lead exhibited loss of capture at high thresholds. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.